Event description:
Two screws implanted at s1 broke at the neck, just below screw head. The set cap at l5 (left side) was disengaged.

Manufacturer narrative:
Device history record was reviewed to ensure parts met specification. The review verified that the implant was within specification.